Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Additional information received indicates that the reason for ipg replacement was due to the ipg becoming inoperable after an unrelated procedure. Troubleshooting was unable to resolve the issue, so the ipg was replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had their ipg explanted and replaced for an unknown reason. No further information is available at this time.